Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. Five days later, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. On the event date, at 8:00 am the patient obtained the fasting blood glucose reading of 295 mg/dl on the reported meter, which was high compared to her expected values of 90 mg/dl to 130 mg/dl. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Based on this meter reading, the patient took an increased dose of her regular insulin, and took eight units. At approximately 10:00 am the patient passed out and was convulsing. No treatment was given to the patient while she was symptomatic, and a neighbor contacted emergency services. Paramedics arrived shortly thereafter, and tested the patient's blood glucose level, however she was unable to provide the specific result. The patient was treated intravenously with glucose. After this treatment, the patient tested her blood glucose level to be 78 mg/dl, using her reported meter. The patient was not transported to the emergency room. The patient takes novolin nph insulin 29 units in the morning and 10 units in the evening, and regular insulin on a sliding scale based on meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that the patient was incorrectly cleaning the puncture site prior to performing the fingerstick, which can cause inaccurate readings. The meter and test strips were replaced. The patient alleged she took an increased dose of insulin based on an elevated meter reading, and two hours later passed out and went into convulsions. The patient received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported as an adverse event.